Event description:
Patient was being placed in restraints for self-injurious behavior. Patient was combative and pulling at the restraint while staff was attempting to apply. A piece of the restraint broke off. The plastic piece broke as a result of patient aggression. Per nursing leadership review, the restraints were applied correctly and additional restrain education is being provided. The triangles on the norix platform bed were not being utilized during the above event.